Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that, increased capture thresholds were observed on the right ventricular (rv) leadless pacemaker (lp). No intervention has been performed. The patient was stable and will continue to be monitored.